Event description:
Consumer stated "I¿ve found that the plastic bristles last about 2 uses and the metal broke off part of my cap on one tooth. It is third tooth from back on the bottom. One of those picks broke off at the handle after 3 uses. The other is pretty terrible too. I didn¿t use them after part of my cap or enamel came off. It was very small pieces, but it happened." Consumer returned the remaining piece.